Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Externalized conductors due to external insulation abrasion were found at 9.2-12.5cm from the distal tip, consistent with lead friction to another device. The silicone insulation was abraded and the rv conductor was visible. Another external insulation abrasion was found at 12.1-12.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.